Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to operate. The following information was provided by the initial reporter: patient tried to inject himself with insulin, but it did not go through the skin. On closer inspection, it did not look as sharp as normal (see photos with a normal reference needle).

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to operate. The following information was provided by the initial reporter: patient tried to inject himself with insulin, but it did not go through the skin. On closer inspection, it did not look as sharp as normal (see photos with a normal reference needle).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.